Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test multiple times. Blood glucose value is unknown. Three alarms were confirmed in the alarm history. Troubleshooting was done and customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.